Manufacturer narrative:
This follow-up is being submitted in response to the original report, which was prompted by the warning letter dated feb 21, 2025. As part of CAPA 0032, a retrospective review was conducted to analyze the failure to submit this MDR within the required 30-day timeframe. The review identified inadequacies in the complaint handling procedure, including the absence of standardized definitions for reportable events aligned with FDA regulations. This lack of harmonization contributed to the misidentification of this complaint as a reportable MDR. Additionally, the complaint handling unit did not have a structured workflow to guide decision-making when initial information was insufficient, further impacting timely and accurate reporting.

Event description:
It was reported that upon instillation of siteguard into a primary augmentation breast pocket, diffuse bleeding was noted throughout the left breast pocket. The surgeon flushed the left pocket with normal saline and cauterized the bleed tissue accordingly.

Event description:
It was reported that upon instillation of siteguard into a primary augmentation breast pocket, diffuse bleeding was noted throughout the left breast pocket. The surgeon flushed the left pocket with normal saline and cauterized the bleed tissue accordingly.

Manufacturer narrative:
This report is based on an event from may 2022 and is being submitted as part of the response to the FDA warning letter received on february 21, 2025. An analysis of the device lot records indicates that the product met all specifications and release requirements. No product was returned for analysis. Based on the available information in the complaint file, and investigation conducted by next science, there is no clear evidence to reasonably suggest that siteguard may have been the primary cause of the reported event and resulting harm. Other most likely factors that may have contributed to the event include (may not be limited to) patient specific conditions (e.g. Coagulopathies or anticoagulant use) and procedure specific factors (e.g. Aggressive debridement and the use of prophylactic or point of use hemostatic agents) and concomitant medical products. The patient outcome was stable and there were no further complications with the procedure.